Manufacturer narrative:
Results: manufacturing dates: bd received four empty 3ml trays and confirmed to be from batch #7058755. Pieces of top web were held to the trays with a rubber band. The samples were visually evaluated. All four trays were found with foreign matter pieces taped to the inside of the trays. The foreign matter (fm) observed was particulate, hair and fiber. Quality has previously reviewed, evaluated and investigated this failure mode. All four trays were found large slits/cracks in divider wall. The slits are large and appear to be due to handling damage, not divider wall thickness. There are signs of scratches and damage on the outside of the divider wall, which are indicative of handling damage. Divider wall thickness was measured on two of the four trays that exhibited minimal signs of damage and found to be well above the minimum acceptable spec. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: cracks - undetermined - based on the investigation results to date, root cause could not be determined. Fm - CAPA exists to investigate fm on this machine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the syringe 3ml ll tip bulk trays and containers were found cracked with foreign matter (hair) found inside the container tray. There was no report of injury or medical intervention.